Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while responding to a call for an (B)(6) male patient who was unconscious, the device was attached to the patient and an analysis was performed. The device did not return an analysis result, instead prompted "no shock delivered." Complainant indicated that the user continued to perform CPR, however the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the activity log determined the event was less than a minute in duration. The shock button was pressed prior to the analysis which is why the device prompted the "no shock delivered" message. The analysis followed the message and resulted in a no shock advised as expected. The device was recertified and returned to the customer. This claim has been closed s device meets specification. No trend is associated with reports of this type.